Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was sitting down. Technical services (ts) analyzed device episode data and found that the shock was due to double counting of the patient's possible ventricular tachycardia or atrial tachycardia rhythm. The shock impedance was 120 ohms, which was high but within normal limits. This system was programmed to the alternate vector at the time. Ts suggested that the patient undergo a treadmill test. An x-ray was taken. Subsequently, this system was reprogrammed, and electrophysiologist will continue to monitor. It was noted that this patient fell approximately eight months prior to this event with unknown cause. No additional adverse patient effects were reported. Currently, this electrode remains in service.